Event description:
It was stated the device "worked for a year" and then stimulation was felt in the wrong location. It was unclear why the stimulation moved because the leads "looked to be properly positioned" on the x-ray. The device was explanted and a new device was implanted and was said to be "working well." Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v029383, implanted: (B)(6) 2008, explanted: (B)(6) 2010. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010. Product type: lead: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010. Product type: extension. (B)(4).